Event description:
It was reported that the user experienced an insulin delivery interruption with restart alert 38 and a dosing stops soon alert on an ilet system, followed by hyperglycemia with a blood glucose of 271 mg/dl; the user performed a dry run, changed all supplies including cartridge and infusion set (connector), and insulin delivery was resumed with blood glucose returning to range on follow-up. Symptoms included elevated blood glucose. Outcomes included temporary hyperglycemia without hospitalization or medical intervention beyond troubleshooting. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the motor stall was not reproducible after supply replacement and the cause of the hyperglycemia remained unclear. It was concluded that the event was consistent with transient delivery interruption with cause unclear and resolved after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.